Manufacturer narrative:
Evaluation codes: results (other) : a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions - (no conclusions can be drawn) : based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but noted that one haptic was bent as it was ejecting through the cartridge. The surgeon decided not to use the lens and there was no patient contact. Another same type lens was implanted.